Event description:
It was reported that the puncture was inadvertently directed from the septum toward the epicardial side of the posterior wall of the left atrium. The patient required surgery and was transported to a hospital. It was reported that during a pulse field ablation procedure for an atrial fibrillation case, a versacross connect for faradrive and faradrive steerable sheath were selected for use. The puncture was inadvertently directed from the septum toward the epicardial side of the posterior wall of the left atrium. After confirming the puncture site position and tenting using intracardiac echocardiography (ice) and fluoroscopy, the puncture was performed. As the wire was advanced successfully, the sheath and dilator were advanced, after which the wire and dilator were removed. At that time, removal was performed while applying negative pressure to the sheath; however, no blood could be aspirated, and when the position was checked using ice, it was found to have shifted toward the posterior wall and advanced into the epicardial space. The faradrive sheath entered into the epicardial space on the posterior wall side. Since removing it could cause bleeding, the patient was transported to a hospital where emergency surgery was performed to remove the sheath while the device remained inside the body. In the physician opinion, the tenting position had shifted toward the posterior wall. There were no functional issues during device operation. There was no confirmation of perforation or pericardial effusion. Currently, there has been no worsening of symptoms, and the patient is resting. The patient discharge status could not be disclosed by the facility due to patient privacy.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.